Event description:
Additional information: the patient's stomach had been hurting for roughly a year.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a reaction of a red mark and blotches to the pump. The patient also experienced stomach and muscle cramps. It was also noted that patient's muscles would go into "convulsions", stomach would get tight, and would be unable to walk at times. The patient was experiencing withdrawal, where the patient's neck was hurting; it would hurt to hold head up. This started between two and four months ago. The patient was being weaned down on morphine. The patient had an allergic to medication in the pump. The drug effect experienced was a rash; side effect of morphine. The patient was going to have to pump removed 2012 (B)(6). The pump and catheter was removed. The patient outcome was reported to be no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ catheter; product ID 8596sc lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ catheter. (B)(4).